Manufacturer narrative:
Upon further review it was determined that the involved event is only a cosmetic damage with no any other malfunction. There was no patient involvement. The pump was able to continue to therapy as well. There was no malfunction of the device and therefore the event does not meet the criteria of an incident making it non reportable to the FDA. As a result no followup emdr is nesscessary. Please cancel in your datatbase.

Event description:
It was reported by customer that the monitor body of the cs100 intra aortic balloon pump was damaged. There was no patient involvement and no injury.

Manufacturer narrative:
Due to character limit in the e1 sectio the full event site name is: (B)(6) hospital (B)(6). A supplemental report will be submitted upon the completion of investigation.